Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was attempted to be interrogated and the patient experienced asystole. The programming head was removed and pacing resumed intermittently. Physician requested that the device not be interrogated again while still implanted. Partial interrogation revealed the device was at eri. Patient was placed on external pacing and life flighted to hospital for changeout. It was further reported that while doing a final check, the patient again experienced an asystolic event. External pacing was resumed. Re- testing of the lead was done. No oversensing noted with pocket manipulation. The lead was inspected with fluoroscopy, no apparent fractures were seen. Physician assumed a possible outer coil fracture and reprogrammed to unipolar pace/sense configuration. The device was explanted and replaced, and the lead remains in use. No further patient complications were reported as a result of this event.